Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Customer stated that she was unaware that the insulin pump was not working. The current blood glucose reading is 163 mg/dl. Customer was thirsty. The blood glucose reading at the time of the event was over 800 mg/dl. Hospital treated with insulin drip. Customer noticed that the drive support cap is flush. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.